Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) green light was turning on and off. The mpu was listed on the recall notice. The customer requested a replacement.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as intended was confirmed via analysis at the service depot. The returned heartmate mobile power unit (serial number (B)(6)) was connected to alternating current (ac) power and did not boot up as intended. The unit displayed a yellow wrench alarm with no other visible lights or audible alarms. Visual inspection of the mpu revealed a nonconforming capacitor on the power supply (ps) printed circuit board assembly (pcba). A warranty replacement mpu was provided to the customer. Provided information stated the mpu¿s green light was flashing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was determined to be due to a nonconforming capacitor on the mpu ps pcba. A corrective action was initiated to investigate this issue. It was noted during visual inspection that there was physical damage to the patient cable¿s outer jacket. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A), section 5 ¿alarms and troubleshooting¿, and the heartmate 3 left ventricular assist system (lvas) IFU (rev. D), section 7 ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from the mpu, including yellow wrench alarms. The heartmate 3 IFU, section 8 ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿caring for the equipment¿, explain how to properly handle the equipment to prevent damage, including the patient cable. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.